Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. The product is currently being used by other anesthesiologists at the hospital and they had no problems with the product. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that (B)(6) felt the "bis number" is not aligning or corresponding with her patients state during the various stages of her cases. She feels that sedline is taking too long to react and that her patients are moving when the number clearly states that they should be well within the amnestic range. She also stated that this is not patient specific, or device specific and she just doesn't feel comfortable using sedline without further education. The device are not being returned because they are in every operating room and are being used by other anesthesia staff without complaint. No known impact or consequence to patient.